Event description:
It was reported that the pt felt she had not had efficacy with vns and had possibly even had a slight worsening in seizures since vns was implanted. The pt has always been set to very low settings due to painful stimulation and intolerable hoarseness. The pt's device has been turned off and she may have it removed. No surgery has occurred to date. Attempts for further information have been unsuccessful to date.